Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that approximately 30 minutes after the intra lipid infusion was initiated at 1845, the tubing cracked and leaked along its length. There was a visible point of a slit distal to the pump portion of the tubing. The rn denied any possibility that the damage to the tubing was caused during set-up. There was no report of patient harm.